Event description:
This report summarizes 3 malfunction events, where it was reported the bed exit did not alarm. There was one event with patient involvement; there were no adverse events or clinically significant delays in treatment reported.

Manufacturer narrative:
B5 has been updated to include a description of the reported malfunction, as well as to indicate there was one event with patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported . There was no patient involvement.